Manufacturer narrative:
Concomitant products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387-40, lot# j0427656v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0427656v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
A healthcare professional via a manufacturing representative reported that a patient whose indication for use is movement disorders had experienced shocking and heating sensations in both legs and lead sites during recharging the last quartile of the patient's device. Impedance measurements were taken with the lowest being 811 ohms using a unipolar pair and the highest was 3116 ohms using a bipolar pair. The implant was on. It was suggested to the healthcare professional that the patient turn the device off before charging it to see if the shocking and heating sensation continued. Further follow-up is being conducted to obtain information about outcome, actions taken, troubleshooting and the cause. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.